Manufacturer narrative:
(B)(4). Device has been evaluated but not yet repaired.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board will be replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported that a unit had failed testing and the sensor board would be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's system board was replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.